Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 756-757 mg/dl with high ketone levels; cause was not known. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level. The customer was hospitalized, admitted into the intensive care unit (ICU), and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.